Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation the lead exhibited a change in capture thresholds measurements. A chest x-ray was performed and no anomalies were noted. The device was successfully reprogrammed. The patient was in stable condition.